Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and determined the da-pcba required replacement. The fse replaced the da-pcba and the issue was resolved. The fse also replaced the oxygen inlet filter, air inlet filter and cooling fan filter as part of preventative maintenance. The unit's software was also upgraded to 2.30. The device passed all required testing following repairs.

Event description:
It was reported that the data acquisition printed circuit board assembly (da-pcba) failed during performance verification testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06may19. Date rec'd by MFR: 04may19. Concomitant medical products. Device evaluated by MFR. A data acquisition board was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.